Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A use error of reconnecting to the patient line after an improper, non-aseptic disconnection occurred was reported. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) device, it was reported that the home patient (hp) had reconnected the transfer set to the patient line after the transfer set inadvertently became disconnected. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.